Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose level. Blood glucose level at the time of the incident was 30 mmol/l. Customer stated insulin pump had insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Troubleshooting was performed for high blood glucose event. The insulin pump will not be returned for analysis.